Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device would not discharge when paddle buttons pushed. There was no reported patient involvement or impact.